Event description:
The facility's biomedical tech reported an infusion pump with an 550:320 failure. Thehosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.